Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set blocked alarm 29-jun-2024. The blockage is located in the tubing.. No further information available.